Event description:
It was reported that a physician's (B) (4) handheld computer would not hold a charge. The physician stated that it would be plugged in when not in use but as soon as it was unplugged, it would die. The site stated that the handheld is stored and handled properly. The handheld has been replaced. The (B) (4) has been returned to the manufacturer, however, device evaluation has not been completed at this time.